Manufacturer narrative:
Additional information : the device was manufactured june 20, 2018 - june 21, 2018. The device was received for evaluation. The fill port was cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which observed a leak, not in the port weld, but at the spike port cap from the base of the spike port tubing. The reported condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Recall: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port weld. The leak was discovered during compounding. There was no patient involvement. No additional information is available